Event description:
It was reported that the patient alert is being triggered for high voltage lead impedance less than 10 ohms. The patient is receiving dialysis 3 times per week. The caller inquired as to whether the lead should be replaced. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed low resistance/impedance. There were 14 minimum high voltage (hv) coil < 10ohms impedence readings that were recorded in the weekly log data between (B)(6) 2009 and (B)(6) 2010. There were 6 patient alert logs for hvb-hva lead impedance between (B)(6) 2007 and (B)(6) 2010. It was also found that battery depletion indicated/elective replacement indicated". There was 1 patient alert for low battery voltage = 2.55 v on (B)(6) 2010.